Event description:
The representative reported the following problem: unit is autocycling, regardless of sensitivity. Customer/therapist convinced ventilator is creating the autocyling, not the patient.